Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of seal compromised. Block h11: the returned rescuenet was analyzed, and during visual inspection, it was found that one box seal was peeled. It is important to mention that the box had remnants of the ink of the seal, which indicates that the seal was originally sticked to it sealing the box. No other problems with the device were noted. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. The reported event of seal compromised was confirmed. It was found that one box seal was peeled. This problem likely has occurred due to the manner in which the box was transported and manipulated on its way to the storage to wait until the devices could be used; this may have caused the reported and encountered failure. Excessive manipulation of the box without enough care could have induced the defect found. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a rescuenet disposable retrieval device was inspected on january 15, 2026. During unpacking of the device, it was observed that the seal was peeled off. There were no patient involvements.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of seal compromised.

Event description:
It was reported to boston scientific corporation that a rescuenet disposable retrieval device was inspected on january 15, 2026. During unpacking of the device, it was observed that the seal was peeled off. There were no patient involvements.